Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut at 15.7cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the right ventricular (rv) lead, the patient experienced chest/pleural pain that could be reproduced with ventricular pacing. Two days after that, the physician was unable to get the rv lead to capture. The lead was explanted and will not be replaced. No further patient complications have been reported as a result of this event.